Manufacturer narrative:
(B)(4). Batch # u5a239, per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a of half of device (channel area) and loose spring can be seen inside of a plastic bag. Based on the photo reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the ntlc55 device was received with the channel shroud partially detached from knob area and no reload was received. Further analysis shows that the lockout spring was detached and returned inside a plastic bag. Also, this area shows marks where the lockout spring was present. No functional test could be performed due to the condition of the device. Due to the condition of the channel shroud, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during radical gastrectomy surgery, after fired and removed the device from the patient, noted that the spring fell from the device when installing the other reload. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.